Event description:
During a vaginal hysterectomy, the shim detached from the open forceps and fell into the pt. The shim was recovered with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim detached from the device during a procedure. It was recovered and returned with the device. The shim was detached from the jaw with the cord, there was no evidence of residual adhesive on the jaw locating holes. Conclusion: bond failure between the shim and the jaw.